Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1589rt tightrope® button extender, batch 15280564, was received for investigation. Visual inspection noted no issues with the exterior of the button. Functional testing was not performed due to torn white sutures and a broken ar-1588rt-ib attached button. No problem was found with the returned device. There was no evidence of a fracture or breakage. The complaint allegation is not confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/16/2025, a competent authority reported via email that an issue occurred involving the ar-1588rt-ib tightrope ii rt device. While the surgeon was advancing the acl hamstring autograft through the tunnels using the tightrope rt ii, the tightrope button fractured, resulting in damage to the implant. This was discovered during a left knee acl reconstruction using hamstring autograft with a medial and lateral meniscal repair procedure on (B)(6) 2025. Additional information received on 9/17/2025: during a surgical procedure, an issue occurred intraoperatively when the graft was being pulled through the femoral tunnel, and the tightrope button broke off inside the patient. The surgeon removed the tightrope, attempted to use an extensor button without success, and ultimately completed the procedure by implanting an interference screw. The surgery was delayed by approximately 20 minutes, and additional anesthesia was administered to accommodate the extended operative time. Additional information was received on 9/24/2025: the extensor button that was attempted to be used and failed was an arthrex ar-1589rt tightrope button extender. Additional information received on 9/29/2025: the surgeon felt the ar-1589rt tightrope button extender did not provide enough tension and therefore decided to use an interference screw instead.